Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the aortic rupture cannot be determined. Other potential contributing factors are unknown as limited clinical information was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, during implant of a 29mm sapien 3 valve, by transfemoral approach, the patient¿s blood pressure suddenly dropped. An angiogram was performed and revealed a left coronary sinus rupture with flow into the pericardium and an echo revealed a pericardial effusion. Cardiopulmonary resuscitation was performed and medication was administered. An initial percutaneous pericardial drainage was attempted without success. The patient was intubated and pericardial drainage was performed surgically. As the patient was recovering, an angiogram was performed and revealed that the rupture was sealed, and there was no bleeding. The coronary flow was restored and the patient was stable. The native annulus diameter measured 22mm by tte.